Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred. The subject underwent treatment with two study devices on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in right mid distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 150 mm long with a proximal and distal reference vessel diameter of 6 mm and was classified as a tasc ii c lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 120 mm and 6 mm x 80 mm stents. Following post dilation, residual stenosis was 10%. On (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject presented for the 6-month follow-up visit. The patient was noted with a walking distance limitation of 90 m with calf claudication in the right leg. On the same day, duplex ultrasound revealed occlusion of right sfa and occlusion of the downstream stent. The subject was diagnosed with 'paod grade iib on the right due to early occlusion of the stent of the right sfa' and thrombectomy was recommended on the later date. On (B)(6) 2020 the 100% stenosis in right mid to distal sfa which was 150 mm long with a reference vessel diameter of 6 mm was treated with thrombectomy followed by drug-coated balloon dilatation and stenting, resulting in 20% final stenosis. On (B)(6) 2020, the event was considered resolved and the subject was discharged on the same day.